Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient mentioned that she was almost got killed using g6 sensor because "her sugar went down to 53 mg/dl" the day the sensor was put on the abdomen. The patient uses tandem t slim in modified closed loop. She mentioned that she was unable to speak and read. No other details were documented. No mention if a bg was checked or how the symptoms were treated. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.